Event description:
The customer reported that the jaws of the device would not re-open while applied to tissue. It is unknown how the device was removed from the tissue.

Manufacturer narrative:
(B)(4). The customer's reported condition that the device failed to re-open while applied to tissue could not be confirmed from the photographs of the device that were provided. Functional testing could not be conducted without the actual incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.